Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera showed an amber light emitting diode (led) and could not detect the instrument. It showed error "localizer faulted." This system had already changed the camera. After checking the logs in the camera via the terminal command "/opt/mnav/ndvitoolbox ./configure," there was no error such as the bump detection, bump detector battery fault or temperature error. The local representative (rep) found the fault error in event logs "sensor not functioning - try resetting the system" 3 times. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821r, lot #: p925545; UDI#: (B)(4). H3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the camera/positioning sensor unit (psu) was replaced. The psu was returned to the manufacturer for evaluation. A check of the event log showed intermittent sensor not functioning. Otherwise, the psu passed an accuracy test (aak) at .189mm with a passing threshold of .250mm. Codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.